Event description:
Same case as MDR ID# 2134265-2013-06021. Same case as MDR ID# 2134265-2013-06020. (B)(4). It was reported post a percutaneous coronary intervention, the patient expired. (B)(6) 2009 the patient presented with silent ischemia and the patient was referred to cardiac catheterization. The 70% stenosed and 12mm long target lesion was located in the mid left anterior descending artery with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a 3.0x20 mm promus element study stent, resulting in 0% residual stenosis following post dilation. In addition, a non-target lesion located in the proximal left circumflex artery was treated with balloon angioplasty and placement of two 3.0x12mm promus element stents due to an axial displacement of plaque not related to the promus element study stent. (B)(6) 2013, the patient expired due to an unknown cause.

Manufacturer narrative:
Device is combination product. (B)(4). Death date: (B)(6) 2013. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).